Event description:
Event verbatim [preferred term] gelfoam for csf leakage [off label use], 6 patients developed csf leakage out of 17 patients in this group [therapeutic product ineffective for unapproved indication], narrative: this is a literature report for the following literature source(s): "collagen sponge is as effective as autologous fat for grade 1 intraoperative cerebral spinal fluid leakage repair during transsphenoidal surgery", clinical neurology and neurosurgery, 2022; vol:214, pgs:107131, doi:10.1016/j.clineuro.2022.107131. A 61-year-old female patient received absorbable gelatin (gelfoam), for cerebrospinal fluid leakage. The patient's relevant medical history included: "transsphenoidal pituitary surgery" (unspecified if ongoing); "grade 1 intraoperative csf leakage" (unspecified if ongoing). The patient's concomitant medications were not reported. The following information was reported: off label use (intervention required, medically significant), outcome "recovered", described as "gelfoam for csf leakage"; therapeutic product ineffective for unapproved indication (intervention required, medically significant), outcome "recovered", described as "6 patients developed csf leakage out of 17 patients in this group". The patient underwent the following laboratory tests and procedures: body mass index: 29.3; magnetic resonance imaging: unknown result; pathology test: unknown result. The action taken for absorbable gelatin was unknown. Therapeutic measures were taken as a result of off label use, therapeutic product ineffective for unapproved indication. Clinical course: the author further identified possible risk factors in all the patients, including those repaired with gel foam and/or bipolar coagulation(group c). 6 patients developed csf leakage out of 17 patients in this group. No follow-up attempts are possible. No further information is expected., comment: the events of therapeutic product ineffective for unapproved indication and off label use is assessed as serious, associated with the product absorbable gelatin (gelfoam), and listed in the cds of the pfizer suspect product absorbable gelatin. This case will be reassessed when additional information is received.

Manufacturer narrative:
Conclusion: the complaint for 'adverse event md/mdcp' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability.

Event description:
Event verbatim [preferred term]. Gelfoam for csf leakage [off label use], 6 patients developed csf leakage out of 17 patients in this group [therapeutic product ineffective for unapproved indication], , narrative: this is a literature report for the following literature source(s): "collagen sponge is as effective as autologous fat for grade 1 intraoperative cerebral spinal fluid leakage repair during transsphenoidal surgery", clinical neurology and neurosurgery, 2022; vol:214, pgs:107131, doi:10.1016/j.clineuro.2022.107131. A 61-year-old female patient received absorbable gelatin (gelfoam), for cerebrospinal fluid leakage. The patient's relevant medical history included: "transsphenoidal pituitary surgery" (unspecified if ongoing); "grade 1 intraoperative csf leakage" (unspecified if ongoing). The patient's concomitant medications were not reported. The following information was reported: off label use (intervention required, medically significant), outcome "recovered", described as "gelfoam for csf leakage"; therapeutic product ineffective for unapproved indication (intervention required, medically significant), outcome "recovered", described as "6 patients developed csf leakage out of 17 patients in this group". The patient underwent the following laboratory tests and procedures: body mass index: 29.3; magnetic resonance imaging: unknown result; pathology test: unknown result. The action taken for absorbable gelatin was unknown. Therapeutic measures were taken as a result of off label use, therapeutic product ineffective for unapproved indication. Clinical course: the author further identified possible risk factors in all the patients, including those repaired with gel foam and/or bipolar coagulation(group c). 6 patients developed csf leakage out of 17 patients in this group. No follow-up attempts are possible. No further information is expected. Follow-up (05dec2023): this is a follow-up report from product quality group providing investigation results: conclusion: the complaint for 'adverse event md/mdcp' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability., comment: the events of therapeutic product ineffective for unapproved indication and off label use is assessed as serious, associated with the product absorbable gelatin (gelfoam), and listed in the cds of the pfizer suspect product absorbable gelatin. This case will be reassessed when additional information is received.